Event description:
Reporter alleged obtaining discrepant blood glucose results of 325 mg/dl and 300-399 mg/dl on a neonate using inform system 1 compared back to back with a result of 102 mg/dl on inform system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. Reference medwatch report with a1 patient for the suspect device used in system 1.